Manufacturer narrative:
The biomedical engineer reported that the org experienced signal loss on multiple channels. Nihon kohden's technical services advised the biomedical engineer to reboot the org, ups and switch, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the org experienced signal loss on multiple channels.